Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. The field service engineer (fse) visited the site and confirmed system could not boot up. Upon troubleshooting, fse found that the mpdu ny1 fuses were blown. The cause of the pdu failure could be determined by the supplier's part analysis, and it found both fuses were non functional. To resolve the issue, the fse replaced the pdu dual switch module. After replacing pdu dual switch module, system returned to good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot up. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.